Event description:
It was reported that a patient presented in-clinic for a lead revision procedure. Prior to the procedure, interrogation of the patient's pacemaker revealed under-sensing and low pacing impedance noted and alleged on the pacemaker. The device was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Event description:
New information received notes an allegation of the patient's pacemaker causing high capture thresholds, as well as new issues of low p-wave sensing and high pacing impedance during generator change. A header anomaly was suspected as the cause of the malfunctions.

Manufacturer narrative:
Thee reported events of under-sensing, low pacing impedance, inadequate capture, header anomaly, device sensing problem, and high pacing impedance were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed, including pacing lead impedance test, sensitivity test, output verification, capture tests, and inspection of header and connectors showed normal device characteristics with no anomaly contributing to reported events. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity